Manufacturer narrative:
The device was received and investigation completed. All available information was reviewed, and a definite cause for the reported difficult or delayed positioning (leaflet grasping) could not be determined. The investigation determined that the reported material separation of the gripper cap assembly in the returned device appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
This is filed to report the detachment of the cap assembly. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). The first clip inserted was the mitraclip gen 4 nt. They were able to grasp the posterior leaflet using simultaneous grasping, but they did not think they had the anterior leaflet fully inserted. There was difficulty with both leaflets, so it was decided to do independent grasping. They flipped the dark blue lever to initiate the independent grasp. The posterior leaflet was attached to the gripper with the dimple. They wanted to regrasp the anterior leaflet so they pulled on the other gripper that has the dark blue lever attached to it. When the physician decided to lower the gripper to grasp the anterior leaflet, he accidentally flipped the dark blue lever back into position for simultaneous grasping although the anterior gripper was still raised. When he went to lower the gripper, the dark blue lever was sticking out and it made the light blue cap on the anterior gripper break off. The gripper lowered fine and they had good leaflet insertion. They closed the clip all the way and were happy with the result. They started clip deployment. When they pulled both grippers back to detach them, since the light blue cap had broken off, he attached a hemostat to the chrome silver piece that was exposed and used that hemostat to detach the anterior gripper line simultaneously with the posterior gripper line. The rest of the deployment sequence was fine. There was good reduction in mr but they were planning on using two clips. The second mitraclip gen 4 nt was implanted without issue. The procedure was completed with mr grade 1-2. There were no adverse patient effects. The procedural delay was not clinically significant. The patient was reported to be doing well. No additional information was provided.